Manufacturer narrative:
H3: one device was received for evaluation. There was no reported service history. The customer issue could not be confirmed as the pump worked perfectly during visual inspection. The device was submitted for functional testing and will be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that the pump triggered an air alarm despite being correctly vented. The incident occurred during infusion. There was no reported patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.